Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for hip surgery and also low blood glucose of 20 mg/dl. Customer indicated that the pump may have possibly been worn in or around and MRI machine. Troubleshooting ran a pump self test which passed. No further details given.